Manufacturer narrative:
The condition of failure code 712:00 was confirmed through the event history on channel b. The cable to the user interface module to the pump head module was checked. No failure re-occurred. No repairs are needed. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. This information was inadvertently incorrect in the initial medwatch.

Event description:
During review of the event history it was determined that a failure code 712:00 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This is involving a pump with software version 5.04.00 which is categorized as unremediated.